Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 1950 to 2245 mcg/ml of compounded baclofen at 107.9 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient had multiple sclerosis which grew profoundly worse with ¿loose¿ symptoms overnight. The patient could not walk/get out of their car to enter the clinic because they were too loose following a concentration change and a dosage change from 109.9 mcg/day (the patient¿s daily dose since (B)(6) 2016) to 107.9 mcg/day on (B)(6) 2017. Information was received from a healthcare professional (hcp) regarding a patient who was originally receiving 1950 mcg/ml of baclofen at 108 mcg/day and then was receiving 2250 mcg/ml via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient had experienced what the hcp believed to be an overdose after the drug concentration was changed from 1950 mcg/ml to 2250 mcg/ml. The hcp stated that they mistook the comma for a period when first programming the dose and programmed the pump to deliver 110,000 mcg/day instead of 110 mcg/day. They realized the error and reinterrogated the pump to ¿start over from scratch¿. When the daily dose was corrected for, there was no prompt for a bridge bolus and the hcp decided to proceed without doing one. The hcp reasoned that there should be no concern of the patient getting too much medication as the new concentration was higher. It was confirmed that the dose would have dropped down to approximately 93-94 mcg/day instead of the 110 mcg/day it was programmed to deliver since the drug concentration being delivered was still 1950 mcg/ml. The patient reportedly experienced symptoms of the tone in their legs being significantly lower, an inability to walk, and respiratory arrest. The patient was omitted to the ER and was hospitalized. The hcp reported that the patient had recovered and was back to their baseline state and would likely be released from the hospital shortly. The patient, according to the hcp, had regained 90% of their tone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.